Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
An email has been received from the group director of health and safety for london and south east education group reporting an uncommanded bolus. The email reports the patient's op5 pdm was in possession of a staff member when an uncommanded bolus was given. The email asks questions about how the device functions. Further information on the event is being solicited. A supplemental report will be submitted if additional information is received.